Manufacturer narrative:
The field service engineer (fse) noted that the instrument carry-over was too high. He then replaced the measuring cell. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result from one patient sample tested on the cobas e411 disk. The initial result was reported outside of the laboratory. On (B)(6) 2023, the initial result was 3.63 miu/ml. The patient's result from the other hospital was 1253.37 iu/l on (B)(6) 2023, the patient requested a rerun of the sample. The repeat result was 1071 miu/ml. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The customer stated that the specimens were normal in repeatability. The customer checked the analyzer's movement and no abnormality was found. The precision check showed that the contamination rate of the measuring pool was too high. The measuring pool was replaced and the analyzer returned to normal operations. The analyzer's performance was monitored. The investigation is ongoing. H3 other text : na.